Event description:
Alleges the left front caster flutters and then lifts to where the caster is touching the drive wheel. Dealer claims it then threw him (dealer) out of chair and chair toppled on top of him causing an abrasion on the upper left arm and bruising. Dealer did state he was not wearing the seat positioning strap. The user was claiming the same except chair never toppled on them just threw them out of the chair.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.